Event description:
It was reported the customer went to the emergency room (ER) with an low blood glucose (bg) level of 33 mg/dl; due to needing settings adjustment. Reportedly, customer suffered from a diabetic seizure and attempted to self treat by giving themselves an glucagon injection; however was treated at the ER with another glucagon injection. Customer was released from the emergency room on (B)(6) 2022. Reportedly, customer spoke with their healthcare provider who will be monitoring their levels for the next month to make sure settings fit customers needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.